Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device were received and evaluated. It was observed that the grasper could not be moved in or out smoothly using the trigger of the device. This complaint can be confirmed. Visual inspection revealed that the distal tip (hook) was bent. It is possible that the device was mishandled, which could cause damage to the internal components of the device. A non-conformance has been opened due to increased failures associated with this product and is currently under investigation. A possible root cause could not be determined at this time as were in the beginning stages of the nonconformance investigation. A non-conformance search was performed for this part#: 251723; lot#: l954408 combination and no nonconformances were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, but prior to use on the patient, the customer's ideal suture grasper 60 degree was opened, but the hook could not be retracted into the device. The case was completed with a bird-beak reusable instrument with no patient harm or delays. The device is being returned for evaluation. During in-house engineering evaluation, it was determined that the distal tip on the device was bent. It wa not reported if there was a delay in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.